Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels (35 mg/dl). Reportedly, the customer did not turn on the carbohydrate feature when setting up the pump and inadvertently delivered more insulin than needed. Customer addressed low bg levels with carbohydrates, glucose tablets, and disconnected the pump. Tandem technical support guided the customer through turning the carbohydrate feature on. At the time of the report, customer's blood glucose level was 101 mg/dl.